Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed strong signs of use in the housing. A functional evaluation was performed on the returned device and found that the shaver mdu works in its normal range. The initial failure was not replicated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a blade stall condition. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that a svc repl, mdu, hand cntrl, pwrmx was overheating. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.